Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.

Event description:
Unomedical reference number (B)(4). Event occurred in brazil, it was reported that on (B)(6) 2024 the patient experienced an issue with high blood glucose 400 mg/dl, medical treatment with hospitalization, diabetic ketoacidosis and coma. No further information available.